Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer experienced high blood glucose with blood glucose of 400 mg/dl at the time of the incident. The customer switched to a competitor's pump and their blood glucose levels went down to between 180 to 250 mg/dl. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer could not be identified. The insulin pump will not be returned for analysis.